Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge and was not performing the air removal step. Additionally, it was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence. There was no reported impact to the customer's blood glucose level. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 5 issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged fill estimate issue could not be verified.